Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 59.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was kinked. Although the reported complaint indicated that the ace 68 was kinked while still in its packaging shell, the observed location and type of damage typically occurs if the ace 68 is withdrawn from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked while still in its packaging hoop. The kinked ace 68 was noticed prior to use and therefore, was not used for the procedure. The procedure was completed using a new penumbra system ace 68 hi-flow kit (kit).